Event description:
Patient's home health nurse mary ann reported pump is giving error message and is not working. They are infusing via gravity but will need a pump before next infusion. No adverse events or interruption in therapy reported. No further information provided.